Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing resulted in the uninterruptible power supply (ups) battery and breakout box being replaced. The imaging system then passed the system checkout and was found to be fully functional. The break-out box was returned to the manufacturer for analysis. Analysis found that front panel was dented and bent at the foot switch port. The part was otherwise functioning as intended. Analysis found that the reported event was related to physical damage.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that the breakout box was damaged and the uninterruptible power supply (ups) battery depleted. No patient present.